Event description:
Per the customer, there is a belief that the canister readings are off/ inaccurate. One resident referenced a recent very dark saturated canister that came back as 30 ml's of blood loss which she felt was significantly off. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.